Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
A distributor contacted physio-control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Additionally, it was observed that the device would not power on. The customer was provided with a replacement device. Physio-control further evaluated the customer's device and the internal hybrid layer capacitor (hlc) batteries were measured and observed to exhibit extremely low voltages. An inspection of the customer's charge-pak battery charger indicated that a shorting plug had previously been installed and removed. This damaged the charge-pak battery charger's contacts. When the charge-pak battery charger was subsequently inserted into the device, it depleted the internal hlc batteries. The cause of the reported issue was determined to be due to use error as a charge-pak battery charger was installed that had a shorting plug previously installed and removed, resulting in the depletion of the internal hlc batteries. This caused the device to no longer power on and show all three icons.